Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 522 mg/dl and the cause was not known. A bolus was delivered. No issues were observed with the pump/supplies. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with an insulin drip. The customer was discharged the next day with the high bg/dka resolved. A pump system check was performed and no device issues were identified. The contact agreed that the pump was operating as expected; however, was concerned about the customer using the pump. Reportedly, a tandem clinical diabetes specialist contacted the contact to discuss the event.